Event description:
It was reported the device went into por (power on reset parameters) due to MRI. Pacemaker check showed battery voltage 2.33v and battery impedance 578 ohms with indication to replace pacemaker. Device was reprogrammed and showed a longevity of 7+ years, but the battery voltage was still reading 2.33v. Review of performance data from the device indicated battery measurements 2.47v-2.48v over last 8 readings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed the device had no output, no telemetry, and a depleted battery. The battery depletion was shown to be caused by a leaky capacitor.